Event description:
As reported, the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) message" was confirmed during the functional testing and based on the review of the archive data. The root cause for fault 41 was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2016 and is 6 years old, past the expected serviceable life of 5 years. Upon visual inspection, observed a cracked front enclosure, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. Also, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. A review of the autopulse platform archive was performed, and it showed multiple fault 41 messages to have occurred around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the fault 41 message displayed upon powering on. The defective temperature sensor was replaced to address the observed fault 41. In addition, unrelated to the reported complaint, the sounder was making an unusual sound during device testing. The defective sounder cable was replaced to resolve the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).